Event description:
It was reported that during a device change out procedure to replace this device due to the ingenio advisory, pacing inhibition was observed for 3-5 seconds while the device was still in the pocket, causing asystole for approximately 5 seconds. No diathermy was being delivered at the time of the pacing inhibition, and the device was not being touched by the physician. The leads were connected to a pacing system analyzer (psa) and the patient was paced vis the psa while the new device could be connected. Upon interrogation, post replacement procedure, the device had not gone into safety mode. The new device was implanted as normal, and the patient was discharged from the hospital. No adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that during a device change out procedure to replace this device due to the ingenio advisory, pacing inhibition was observed for 3-5 seconds while the device was still in the pocket, causing asystole for approximately 5 seconds. No diathermy was being delivered at the time of the pacing inhibition, and the device was not being touched by the physician. The leads were connected to a pacing system analyzer (psa) and the patient was paced via the psa while the new device could be connected. Upon interrogation, post replacement procedure, the device had not gone into safety mode. The new device was implanted as normal, and the patient was discharged from the hospital. No adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis did not identify any product characteristics that would have caused or contributed to the clinical observations.